Manufacturer narrative:
Device is a multi-use instrument that is sterilized at the hospital. Lot number information was not provided, so manufacturing information cannot be reviewed.

Event description:
Patient returned to surgery to retrieve small piece that broke off the impactor.